Event description:
The device was returned due to an issue that the program in use was cleared. The results of the investigation found that the upstream occlusion alarm was triggered during functional testing of the device. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and during occlusion testing, the pump would stop and trigger the upstream occlusion alarm and then immediately ask to continue priming. There was no identifiable cause of that specific problem. The printed wire assembly (pwa) board, cam shaft, expulsor, valves, large and small bearings, flat gear, and hub gear were all replaced to fix the issue.